Manufacturer narrative:
One oximetry cable was received by technical service center for a full evaluation. The reported event of "sv02 values inaccurately displayed" was confirmed. From visual inspection, no visual defects were identified on this oximetry cable. As received, the oximetry cable was connected to a known good unit (kgu) hemosphere monitor and kgu swan-ganz catheter and the svo2 values were able to be obtained. However, values were not stable and were fluctuating between 76 and 89%. Furthermore, the optical block assy was replaced and after this, it was possible to obtain a stable measurement of svo2. After repair, the device passed all required functional, run-in and final verification tests. The source of the failure was a defective optical block. An engineering investigation will be performed in order to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
It was later detected that the threads of two screws of the lower housing were over-threaded, during product evaluation of the returned device. Further investigation was completed by the engineers, attempting to recreate the failure by attaching the defective optical block component to a known working oximetry cable, and then plugging it into a known good catheter and monitor; however, inaccurate values were not obtained. Additionally, the optical block component was placed under magnification, and contamination on the surface was found. Further testing of the component resulted on residue of epoxy. An extra test was done by placing saline/water on the surface of the optical block to recreate the reported issue; however, no inaccurate values were obtained. The broken housing and the diagnostic logs were not collected/kept for further analysis. This conditions could be related to contamination. However, since the issue could not be replicated, a potential root cause could not be established. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during use in patient of this oximetry cable, the sv02 values were inaccurately displayed. The measured values were fluctuating and there was no reliable change in the values displayed. The patient was not treated according to the wrong values provided. There was no allegation of error message or alarm displayed. After replacing the cable, the issue solved. No further information was available. There was no allegation of patient injury. Patient demographics were requested, but not available. The device was available for evaluation.